Manufacturer narrative:
(B)(4). The device is reportedly not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This report is filed as tissue was noted on the device during use. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4-4+. The patient presented with leaflet tethering. While advancing the steerable guide catheter (sgc) though the transseptal puncture, atrial septal tissue possibly adhered to the sgc. Following, clip delivery system (cds0502 80817u122) was advanced without reported issues. While using the m knob and after obtaining a straddle position, tissue was noted on the clip. Reportedly, this is thought to be the same atrial septal tissue from the sgc. The cds with the un-deployed clip was removed without reported issue. Another cds was used in replacement and one mitraclip was implanted, reducing the mr to grade 1. There was no adverse patient sequela reported and there was no clinically significant delay due to the device. There was no device malfunction reported and no treatment was provided regarding this issue. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the worsening mitral valve injury (tissue damage) appears to be due to procedural circumstances as atrial septal tissue possibly adhered to the steerable guide catheter (sgc) while advancing the sgc through the transeptal puncture. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: on (B)(6) 2018, the mitral regurgitation (mr) had been reduced to grade 2, not grade 1 as previously reported. Resistance was met during steerable guide catheter advancement to the atrial septum.